Event description:
It was reported that upon the first deployment attempt of a transcatheter valve, an infold was observed at an implant depth of 3 mil limeter¿s (mm). The valve was subsequently recaptured and withdrawn from the patient. Following the removal of the transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon due to calcification. A new valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. It was noted that a 5 minute procedural delay occurred in result of the infold. Per the physician, the patient¿s calcified anatomy contributed to tenfold. Following the implant of the second transcatheter valve, a permanent pacemaker was implanted due to complete heart block (chb).

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number (B)(6)product type: {{1095 heart valves}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{1095 heart valves}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.